Event description:
Customer reported an issue with gas module iii, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and the gas bench was identified as the cause of the failure. Customer declined the repair.